Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient is not satisfied with distance vision and patient was unable to adapt to the technology of lens. The iol was exchanged for another lens model following the initial implant procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The lens was returned on a piece of surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the patient was "unable to neuro adapt to technology". The company 22.0 diopter, (1.5 extended depth of focus) lens was replaced with a 20.5 diopter non-company monofocal (non-extended depth of focus) lens. Due to the exchange of an extended depth of focus to a 1.5 diopter lower non-extended depth of focus lens may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).